Event description:
Pt reported that back to back test readings obtained on ss meter using different finger sticks were 16, 16, 16 and 41 mg/dl (greater than 15 mg/dl difference). Tests were done within 10 minutes of each other. No symptoms were reported. Control solution test reading was in range. On follow-up, pt confirmed the above info and reportedly had a hard time getting meter to turn on/off. Lfs rep reviewed qc procedures and discussed meter/lab comparisons. The meter was replaced. There was no allegation of harm.